Manufacturer narrative:
This is the same event as 3010536692-2016-00487, 3010536692-2016-00488, 3010536692-2016-00482. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Primary surgery was performed on (B)(6) 2010. The surgery found a doubt of armd on a regular checkup. So the surgeon performed the revision surgery at (B)(6) 2016. His observation in the revision surgery was that neck had wear and corrosion evidences, head and stem pocket had wear evidences. The surgeon thinks head-neck junction was given the loading by patient weight and activity and this incident occurs due to the wear powders from the junction. The surgeon said he wants mpo to measure the wear volume.